Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tissue pad immediately came off the jaw when outputting multiple times with a small number of repetitions. The issue occurred during a therapeutic laparotomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.